Event description:
Complainant alleged that during a shift check when the autopulse resuscitation system was powered on a user advisory ua16 (timeout moving to take-up position) message displayed. The head restraints were also observed to be damaged. Complainant also reported that powering the device off and on did not resolve the issue as the user advisory was unable to be cleared. There was no report of any patient involvement and no additional information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/09/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.